Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The following is included in the instructions for use (IFU): "inspection of the endoscopic image" "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned his olympus endoeye flex deflectable videoscope loaner device due to the scope connector label peeling off. While inspecting the returned loaner, it was discovered that the device was not displaying an image at certain angles and instead presenting an e216 error code. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was experiencing imaging issues and displaying error code e216. Additionally, the distal end was scratched, and the distal end adhesive was chipped. The unit¿s video connector was also found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.